Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: two-year cardiac mortality after mitraclip treatment of functional mitral regurgitation in ischemic and non-ischemic dilated cardiomyopathy.

Event description:
This is filed to report myocardial infarction, arrhythmia, and heart failure. It was reported through a research article titled, two-year cardiac mortality after mitraclip treatment of functional mitral regurgitation in ischemic and non-ischemic dilated cardiomyopathy, identifying mitraclip devices that may be related to patient re-hospitalization, myocardial infarction, arrhythmia, heart failure, mitral valve surgery, and lvad (left ventricular assist device). Specific patient information is unknown. Details. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI number is unknown because the part number was not provided. The device was not returned for analysis. A review of the lot history record for the reported lot could not be conducted, as the lot information for the device was not available. Based on the information reviewed, a definitive cause for the reported myocardial infarction, worsening heart failure and arrhythmia could not be determined. The reported patient effects of myocardial infarction, worsening heart failure and arrhythmia are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.